Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported via a user facility report, a patient underwent uneventful topography-guided custom ablation treatment (t-cat) lasik procedure. At one day post op visit the patient presented with decreased vision. Reporter indicated horizontal flap striae was observed and the patient was scheduled for a flap lift and smooth, which went well. A bandage contact lens was placed on the eye. Additional information is requested.

Manufacturer narrative:
Log file review shows all laser system functions were within specifications for the respective treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).